Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf which was not irrigating during use on the patient. It was initially reported by the customer that during the operation, device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's initial report of occlusion is not considered to be MDR reportable since occlusion or no irrigation is highly detectable by the physician and the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 2-jun-2025, additional information was received indicating that during ablation in the surgery, there was a sudden temperature rise error. An irrigation issue was not noticed before use on the patient. They wiped the tip with alcohol and flushed the tip with high pressure on saline pump tube; still occluded. The correct catheter settings were set on the generator and there were no tissues with flow rate change at the start of the ablation. There were no error messages from the irrigation pump. Based on the additional information received which confirmed the event occurred during use of the device on the patient, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf which was not irrigating during use on the patient. There was a sudden temperature rise error. An irrigation issue was not noticed before use on the patient. They wiped the tip with alcohol and flushed the tip with high pressure on saline pump tube; still occluded. The correct catheter settings were set on the generator and there were no tissues with flow rate change at the start of the ablation. There were no error messages from the irrigation pump. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 3-jul-2025. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device failed the test due to being partially occluded with dry reddish material inside the dome. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The potential cause for the occlusion could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).